Event description:
At about 8 months after the primary surgery, the patient came in reporting pain due to the disassociation of the glenosphere from the baseplate. The surgeon revised the glenosphere, screw and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23-jun-2022: lot 2003816a: (B)(4) manufactured and released on 20-jan-2021. Expiration date: 2026-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Lot 2003816: 11 items manufactured and released on 03-nov-2020. Expiration date: 2025-10-23. No anomalies found related to the problem. Additional device involved: batch review performed on 23-jun-2022: reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058) lot 1906800: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision 8 months after the primary rsa in a male patient due to the disassociation of the glenosphere from the baseplate. From the radiographic images, it is visible the glenophere dissociated from the baseplate. This event possibly happened due to the fact that one of the bone screws could not reach the final position and this prevented the glenosphere from finding perfect stability on the lateral surface on the taper spigot of baseplate, despite of central glenophere screw being properly tightened. The surgeon revised the glenosphere, screw and liner and the surgery was completed successfully.